Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the unit failed the attachment coupling check-could not insert the gauge. It was further observed that the unit failed the proper function of the triggers and the trigger was binding at times. During repair, it was determined that the device could not be inserted in the gauge or retain it in the handpiece. It was further observed that the lid device, ball bearing and seal had unknown debris. It was determined that the pickup coupling and disconnect sleeve label were worn. The assignable root causes were determined to be due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was discovered that the recon sagittal saw attachment device was stuck, the teeth of the battery handpiece/modular device were worn down, and the small battery drive would not power on. During in-house engineering evaluation, it was observed that the battery handpiece/modular device failed the proper function of the triggers and the lower trigger was binding at times. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.